Event description:
The customer reported that the user was not monitoring ECG. The device had a leads off inop alarm and the user did not correct it. When the device alarmed for spo2 inop, the user thought it was another ECG inop alarm and did not respond. The pt expired.